Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02190. The pt was implanted with four pns (off-label) leads from two different lot numbers. It was reported the pt complained she is experiencing pain in her back at her scs leads implant site when her stimulation is turned on. X-rays taken did not show any anomalies with the pt's leads. In addition,t he pt stated the system was not helping control her pain. Follow-up identified the pt's scs entire system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.